Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient during an or procedure (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the display cable that was not properly seated on the back light driver module. The display cable will be reconnected to correct the report upon service approval from the customer. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.